Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 days post tmvr procedure with a 29mm sapien 3 valve in the native mitral position, it was believed that the valve migrated near the atrium causing the patient to developed paravalvular leak. It was decided to implant a second 29mm sapien 3 valve with an additional 5 cc's to address the leak.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Although this is an off-label case, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for thv migrated and paravalvular leak were unable to be confirmed as no medical record or relevant imagery provided for evaluation. It should be noted that this was an off-label operation as the thv was implanted in native mitral annulus. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. As reported, 'approximately 4 days post tmvr procedure with a 29mm sapien 3 valve in the native mitral position, it was believed that the valve migrated near the atrium causing the patient to developed paravalvular leak. It was decided to implant a second 29mm sapien 3 valve with an additional 5 cc's to address the leak'. In this case, it is possible the first valve was under deployed as the second valve was deployed with additional five (5) cc. The first valve was likely not secure to the landing zone (native mitral annulus) resulting in valve migrated to atrial as reported. In additional, it was off label operation to deploy within the native mitral annulus. As such, available information suggests that procedural factors (valve under deployed, off label operation) may have contributed to the complaint event. As the valve migrated atrial, inadequate seal between the valve and the native valve annulus was likely form leading to paravalvular leak as reported. As such, available information suggests that procedural factors (thv migration) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.